Manufacturer narrative:
One pump was returned for evaluation. Visual inspection showed that the pump was in good condition without external damage, with the tamper sticker intact. A review of the event history log showed that there was a check clutch error. Functional testing involved a flow test and showed that the customer-reported issue was replicated. It was identified that the issue was caused by the position pot not being plugged into the main board. Based on the evidence, the root cause of the issue was unable to be determined.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the medfusion® 3500 syringe pump had clutch plunger errors. No patient injury was reported.